Event description:
An enteryx procedure was performed on a pt with grade iii reflux and h/o anxiety disorder. Enteryx procedure went well. Pt had substernal discomfort and was placed on significant amounts of pain medication via a pt controlled analgesic pump. In addition, the pt had tachypnea, and tachycardia the following day and was admitted. Chest x-ray did not show consolidation or pleural effusion. CT contrast showed no extravasation, enteryx location - in muscle. Next day pt had a fever of 101.5 degrees, and was moved to the ICU. Rr was 35-40/min., pt was intubated. Antibiotics were started. CT chest, abdomen showed inflammatory change in mediastinum, atelectasis and small bilateral pleural effusion. On monday morning, pt had only right sided pleural effusion. Repeat chest CT on tuesday showed pleural effusion - 1/4 chest. Chest tube was put in. Cultures were negative. Pt also had pericardial effusion and rub. There was no perforation of the esophogus. The physician indicated that in his/her opinion, the pt reaction was as a result of an inflammatory reaction to entryx or aspiration, although it was felt that aspiration was unlikely. It was communicated by a doctor to boston scientific corp later that the pt developed progressive shortness of breath and fatigue after discharge and was admitted to the hosp for the treatment of pericardial effusion. The pt underwent pericardial window procedure, in 2004, subsequent to the pericardial tapping of the fluid four times.